Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving a patient notifier for the device in backup vvi mode. A firmware download was installed and resolved the device. The patient will be followed normally.